Event description:
It was reported that during a ptca / rotablator treatment procedure the viva balloon ruptured at 10 atm's on the initial inflation after rotablator intervention. The patient was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in a slightly tortuous proximal lad coronary artery. The viva balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. It is noted that resistance was met with insertion and removal of the balloon catheter. Patient status is reported as 'good'.